Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing date for this device is unavailable. During pre-repair assessment performed by a technician, functional testing was performed and revealed the component was damaged. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Customer reported that the device had an air leak. During service, the technician found that the device was not sealed at the angle piece. (B)(4).